Manufacturer narrative:
(B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the additional relevant information becomes available, this complaint will be reopened and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the certas valve pressures setting was not able to be changed under fluoroscopic. The valve is still inside the patient's body and the patient is undergoing rehabilitation under observation. The pressures setting will be re-tried with a certas rescue neodymium on (B)(6) 2018. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
It was previously reported that the device would not be returned for evaluation. The device was subsequently returned. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes were noted in the needle chamber. The valve was tested for programming and passed. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records could not be performed, as no lot number information was provided. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.